Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level as the customer did not provide specific details. Technical support provided the customer with information to reset the pump and assisted with the process. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction code appears again.